Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon used er320 clip applier during the procedure. The clip security was not good and clips also scissored. The surgeon opened a new applier and completed the case. There was no consequence to the pt.